Event description:
A distributor reported on behalf of a healthcare facillity in china, via a fisher & paykel healthcare (f&p) field representative that the 900pt290e humidification chamber aluminium base had a hole. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). Method:the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the photograph provided by the customer and our knowledge of the product. Results:visual inspection of the photography provided by the customer confirmed a hole in the chamber aluminium base. Conclusion: without the complaint device, we are unable to determine what had caused the reported event. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use usp sterile water for inhalation or equivalent.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative that the 900pt290e humidification chamber aluminium base had a hole. There was no reported patient consequences.